Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2020.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.